Manufacturer narrative:
Neither the affected device nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph taken from the angiogram was reviewed. The photograph provided shows two overlapping stents in the subclavian artery but does not contain further relevant information regarding the root cause of the reported event. Review of the production documentation confirmed that the device was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. Based on the conducted investigations, no material or manufacturing related root cause could be determined. Please note that, according to the IFU, pulsar-18 self-expanding stent system is indicated for use in patients with atherosclerotic disease of the femoral and infrapopliteal arteries and for the treatment of insufficient results after percutaneous transluminal angioplasty (pta), e.g. Residual stenosis and dissection. Please also note that while deploying, any slack in the delivery system outside the patient could result in incorrect stent placement, potential stent compression or elongation.

Event description:
An occlusion in the left proximal subclavian artery was treated. During dilatation of the lesion with a balloon a dissection occurred and the pulsar-18 self expandable stent system was introduced. A serious forward jump occurred during the release, resulting in incomplete coverage of the lesion. An additional stent was implanted and the intervention was successful completed.